Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported the pt experienced a superficial burn to the lower abdomen in between usage of the cusa excel handpiece during a liver tumor removal procedure. It occurred while the handpiece was being set down. The footswitch was believed to be not engaged. There was no delay in surgery. Treatment to the pt was reported as daily dressing. On (B)(6) 2014, the pt's burn "looked ok."